Event description:
Pt brought to operating room for orif of tibial plateau. The 6 hole plate was positioned by dr (B) (6). A 0.25 mm drill bit was being used to drill holes for the screws to secure the plate. While drilling one of the holes, the head of the drill bit broke off and was retained in the bone. CT scan was being used and the position of the drill bit head was checked. It was determined that the drill bit had posed no danger to the pt.